Event description:
The customer contacted beckman coulter inc. (Bec) to report higher than expected results for estradiol on two patients' samples when run on a different reagent lot. The samples were run on the unicel dxi 800 access immunoassay system. The results were not reported out of the laboratory; hence no report of death or injury to patient or change to treatment is attributed to this event. Sample information was not provided. Per customer, the qc was acceptable prior to and after the event. Device name: unicel dxi 800 access immunoassay system; classification code: jje; 510k: k023764.

Manufacturer narrative:
Service was not dispatched for this event. The sample was shipped to customer product line support (cpls) east for additional testing. Cpls testing results are pending.

Manufacturer narrative:
From:date patient/sample access tsh results repeat access estradiol reagent lot 110598 reagent lot 117695(B)(6) 2012 1/1 4 110(B)(6) 2012 1/1 5 117(B)(6) 2012 2/1 17 57unit of measure (pg/ml)to:date patient/sample access tsh results repeat access estradiol reagent lot 110598 reagent lot 117695(B)(6) 2012 1/1 110 4(B)(6) 2012 1/1 117 5(B)(6) 2012 2/1 17 57unit of measure (pg/ml).(B)(6).